Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection identified a dark particle located at the corner of the container. Light microscope photomicrograph revealed a grey globular particle which readily broke into several fragments. Scanning electron microscopy revealed that the particles were small pieces of silicon material, an unidentified component, and smaller stainless steel particles. The cause of the particulate matter was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva bag contained a black particle floating in its solution. This was noticed after the device was filled with abraxane and before use. There was no patient involvement. No additional information is available.